Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. A review of the downloaded error logs confirmed the device restarted after an overpressure event. The eval found the device had a faulty main circuit board (pcb). The pcb was replaced to address this issue. The device was cleaned, serviced, and calibrated before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).